Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was done with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to a large-bore sheath and the tavr procedure was completed. Reportedly, after advancing each of the prostyle knots, an occlusion occurred; it was noted that the pre-placed prostyle sutures captured the back-wall. Bilateral access was gained and an up-and-over ballooning/stenting intervention was performed to treat the occlusion and achieve hemostasis. There was no reported adverse patient sequela; however, there was a reported clinically significant delay due to the up-and-over intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect of occlusion, is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.